Event description:
The pt was having pain so the surgeon revised. An osteotomy had to be performed to remove the stem. Three dall-miles cables were also used.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 38mm, cat# nls-380000b, lot# 37061801, trident psl ha solid back 62mm, cat# 540-11-62h, lot# r5pmle, trident 0deg x3 insert 36mm ID, cat# 623-00-36h, lot# 50tmmd, delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 38244008. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the reported device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.